Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customers blood glucose (bg) level was impacted 400 mg/dl. The customer went to the emergency room (ER) and insulin was administered via intravenous (IV) drip. The customer left the ER 4 hours later with a bg level of 289 mg/dl. It was indicated that the customer would use novolog flex insulin pens for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.